Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was returned in accordance with instructions affiliated with the corrective field action and that it was additionally reported that both of its ports were broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the ports were broken, its output connector assembly was broken and it was replaced. Analysis further noted that one case screw was contaminated and that it needed the updated shorting bar added. All identified issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.